Manufacturer narrative:
The reported device is expected to be returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the customer that the ks-alb, graftmax adjustable loop button, was used in an acl procedure with hamstring graft on (B)(6) 2020. The threads (sutures) broke and that caused the button to shift. The button was removed completely and an interference screw was used to complete the procedure. There was a 20-minute delay of procedure. There was no injury or impact to the patient this report is being raised as device malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence has been provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 8 complaints regarding 12 devices for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following; failure to measure the diameter of the graft properly may result in suture breakage due to excessive force required to advance the graft. Applying tension to the graft loaded in the button while advancing may cause the device to flip prematurely. Preoperative and operating room procedures, including knowledge of surgical techniques and proper selection and placement of the implant, are important considerations in the successful utilization of this fixation device. It is recommended that interference screws and related insertion instrumentation be available in the event of complications during implantation. This issue will continue to be monitored through the complaint system to assure patient safety.